Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for other pain indications. It was reported by the rep that the patient had their device explanted eight days prior to the call. The rep believed the explant was due to lack of efficacy, but noted that they were not present during the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.